Manufacturer narrative:
The returned device was evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, leaking on the biopsy channel was observed. Tears in the forceps passage are causing the leak. Further inspection found peeling on the c-body forceps cover glue and three (3) broken elements were identified on the um (ultrasound image) unit. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device failed leak test. Leaking on insertion tube was observed. The issue occurred during reprocessing. Evaluation of the returned subject device found peeling on the c-body forceps cover glue. There was no patient involvement reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the phenomenon occurred due to external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.